Event description:
Customer was taken to the emergency room due to dka. Cusotmer stated that she had been under a lot of stress and that was what led to her high blood glucose levels and eventualy the hospitalization. Customer was very sedated during the call and therefore was unable to perform any trobuelshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time.